Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Examination of the returned device confirmed the cracked and broken condition. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The white t-handle is cracked in the center. No additional information was provided.